Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited complete loss of capture in bipolar. Fluoroscopy revealed possible insulation breakdown. The physician elected to change the atrial polarity to the unipolar configuration and monitor the patient.